Event description:
It was reported that the insulin gauge was inaccurate and a minimum fill notification occurred after filling the cartridge with 290 units of insulin. Additionally, it was reported that a cartridge alarm occurred during the load sequence. In addition, it was reported that the pump led the customer to perform the fill tubing process multiple times after changing the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 204 mg/dl.